Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the insufflation unit alarm sound was generated, but the front panel was turned off at startup. The issue was found, during preparation before use inspection. For a therapeutic laparoscopic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient harm.